Event description:
It was reported that the patient experienced inadequate stimulation and overstimulation due to high impedances displayed on the spinal cord stimulator lead. The patient underwent a revision procedure in which the entire system was explanted. The explanted implantable pulse generator and lead will not be returned as they were discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha 16. Upn: m365sc12160. Model: sc-1216. Serial: (B)(4). Batch: 530513.